Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for compromised force sensor system. Customer¿s blood glucose was unknown at time of incident. Customer stated that they are describe any possible damage to the drive support cap. Customer also mentioned that during seating the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and was recommend customer refer to back up plan. Insulin pump will not be return for analysis.